Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange from textured to smooth implants due to the patient¿s concern of the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and right side exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening crease fold. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported additionally reported "quite a bit of brown seroma fluid in the capsule." The device has been explanted.